Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 600 mg/dl with elevated ketones. The pump supplies were changed and water was consumed to address bg and ketones. The customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). Ketones were considered as being dangerous by a healthcare provider. The customer was treated with intravenous fluids, insulin injection, nausea medication, potassium and an insulin drip. The customer was discharged on (B)(6) 2018 with elevated bg/dka resolved. The customer did not know the cause of the event; however, the customer alleged it might have been due to the pump. Prior to being discharged, the customer performed a pump system check using new supplies and "the pump was working fine". The customer reverted to using manual injections for insulin therapy as the customer was "uncomfortable" using the pump.